Manufacturer narrative:
Kamran shah; david rellme; hjörtur gislason eleven-year outcomes of a randomized controlled trial comparing standard and distal roux-en-y gastric bypass in patients with bmi above 50 kg/m2, obesity surgery (2025) 35:4937¿4948 https://doi.org/10.1007/s11695-025-08363-w medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between august 2011 to may 2015, a retrospective long-term study compared standard roux-en-y gastric bypass (rygb) with distal roux-en-y gastric bypass (drygb) patients over an 11 year timeframe. A total of 140 patients enrolled in the study and were randomized, with 76 assigned to standard rygb and 64 to drygb. Both cohorts used an endo hernia stapler to close the mesenterial defects. Complications reported that could possibly be related to the mesentery defect closure included 1 patient with an incisional hernia that required reoperation, 2 patients with postop bleeding that required reoperation, 13 patients with small bowel obstruction (1 from internal hernia), and 1 patient with an abscess.